Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Visual inspection found no visible damage to the lens but with foreign material on the lens surface, specifically fiber. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd 3.0mm). Claim#:(B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -7.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault and the problem resolved. In the reporters opinion the cause of the event was unknown.